Event description:
(B)(4) - the dealer reported that the unspecified power wheelchair had the tie wraps wrapped around the wires soldered to the actuator, pulling it away, and resulting in the actuator being inoperable. There was no injury reported.